Event description:
It was reported that there was an increase in the right ventricular lead pacing impedance, reaching 2246 ohms. It was also reported that there was an increase in the threshold. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A patient alert for right ventricular (rv) lead impedance >1000 ohms was recorded as early as the week of (B)(6) 2009. A slow steady increase in rv impedance from 856 ohms the week of (B)(6) 2010 to 2256 ohms on (B)(6) 2010. Subthreshold lead impedance patient alert was observed on (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A patient alert for right ventricular(rv) lead impedance >1000 ohms was recorded as early as the week of (B)(6) 2009. A slow steady increase in rv impedance from 856 ohms the week of (B)(6) 2010 to 2256 ohms on (B)(6) 2010. Subthreshold lead impedance patient alert was observed on (B)(6) 2010.

Event description:
It was reported that there was an increase in the right ventricular lead pacing impedance, reaching 2246 ohms. It was also reported that there was an increase in the threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.